Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon would not deflate.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the colon during a colonoscopy with stent placement procedure to treat colonic stricture performed on (B)(6) 2025. During the procedure, the technician prepared an extractor pro rx retrieval balloon by priming and testing it. The balloon worked when tested and then backloaded it over the guidewire and advanced it through the working channel. The physician navigated the balloon across the stricture, initially deflated, then inflated it beyond the narrowing and injected contrast to visualize the lumen under fluoroscopy. Upon attempting to deflate the balloon, the balloon did not naturally deflate when the stop cock was turned to deflate the balloon. The technician had to manually retract the pusher on the inflation device to achieve deflation. The procedure was completed with a second extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.